Event description:
Burning really bad/the area got red and was burning [thermal burn] , . Case narrative:this is a spontaneous report from two contactable consumers (patient and patient girlfriend). A (B)(6) year-old male patient started to use thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) (device lot number 1d188 6zt1, expiration date may2020) from an unspecified date for neck gets cramped up. Patient used the wraps because he moved furniture, and sometimes his neck got cramped up. Relevant medical history and relevant concomitant medications were none at the time of this report. Reporters stated on (B)(6) 2020, they put the thermacare wrap on patient shoulders and his neck. An hour and a half later it started burning really bad. The area got red and was burning, so they washed it off with soap and water. Therapy with thermacare heatwrap was permanently withdrawn and reaction was improving at the time of the report. A sample of the product was available to be returned, if requested. Additional information has been requested and will be provided as it becomes available., comment: based on the information provided, the event burn ("burning really bad") as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burning really bad/the area got red and was burning [burning sensation], burning really bad/the area got red and was burning [erythema]. Narrative: this is a spontaneous report from two contactable consumers (patient and patient girlfriend).a 31-year-old male patient started to use camphor, capsaicin, menthol, methyl salicylate (thermacare ultra) (lot number 1d188 6zt1, expiration date may2020) from an unspecified date at unknown dose for neck gets cramped up. Patient used the product because he moved furniture, and sometimes his neck got cramped up. Relevant medical history and relevant concomitant medications were none at the time of this report. Reporters stated on (B)(6) 2020, they put the product on patient shoulders and his neck. An hour and a half later it started burning really bad. The area got red and was burning, so they washed it off with soap and water. Therapy with the product was permanently withdrawn and reaction was improving at the time of the report. A sample of the product was available to be returned, if requested. Amendment: this follow up report is being submitted to amend previously reported information: suspect drug involved was camphor, capsaicin, menthol, methyl salicylate (thermacare ultra) formulation cream and not thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) as previously reported. Follow-up ((B)(6) 2020): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2020-00081 and MFR report number 1066015- 2020-00099 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2020-00081. MFR report number 1066015- 2020-00099 is to be considered as deleted.

Event description:
Burning really bad/the area got red and was burning [burning sensation] burning really bad/the area got red and was burning [erythema] case description: this is a spontaneous report from two contactable consumers (patient and patient girlfriend).a 31-year-old male patient started to use camphor, capsaicin, menthol, methyl salicylate (thermacare ultra) (lot number 1d188 6zt1, expiration date may2020) from an unspecified date at unknown dose for neck gets cramped up. Patient used the product because he moved furniture, and sometimes his neck got cramped up. Relevant medical history and relevant concomitant medications were none at the time of this report. Reporters stated on (B)(6) 2020, they put the product on patient shoulders and his neck. An hour and a half later it started burning really bad. The area got red and was burning, so they washed it off with soap and water. Therapy with the product was permanently withdrawn and reaction was improving at the time of the report. A sample of the product was available to be returned, if requested. Amendment: this follow up report is being submitted to amend previously reported information: suspect drug involved was camphor, capsaicin, menthol, methyl salicylate (thermacare ultra) formulation cream and not thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) as previously reported.